Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire medication drawer fell out of the rail and broke. The drawer could not be closed because the rail was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.